Event description:
Case details: the contralateral pull wire was inadvertently advanced into the pts right renal artery on two different occasions during deployment of the ancure device. The case was completed with both graft limbs requiring wall stents. The final angiogram was satisfactory and the pt left the or. In the post operative period 4-5 hours later, the pt was noticed to be slowly deteriorating. The mds decided to perform an exploratory laparotomy. The pt's right renal arterial vasculature was found to have a perforation. The pt required several blood transfusions. Subsequent to the laparotomy and renal surgical procedure, a neurological consultation and intervention were required also.